Event description:
The device was returned for service. During service by baxter, a broken door with a broken door latch was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
The facility representative reported "door latch" during bio-med testing. Evaluation summary: the pump was evaluated by a baxter service technician. Inspection of the device found a broken door with a broken door latch. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.